Event description:
The hospital reported that the clear plastic curve shape at the tip of the device came apart inside the pt leg during the harvesting procedure. The broken piece was retrieved through the original incision. Qa has interpreted this to mean the dissection tip. A replacement device was used to complete the procedure. There was no pt effect reported.

Manufacturer narrative:
Investigation result: the device was received with the dissection tip detached from the juicer body. When the dissection tip was reassembled with the juicer body (vh-1114 from a vh-2000 kit), it formed a complete assembly. The vh-1114 dissection tip detached from the juicer at the point where they are glued together with adhesive. A detailed visual inspection of the juicer and dissection tip components showed that residual adhesive was present on the juicer od and the dissection tip ID. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.